Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller reported the adc freestyle libre 2 reader was dropped and got damaged and therefore would not power on with button press. Customer experienced a loss of consciousness and required unspecified treatment by both healthcare provider and a non-hcp for hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported reader (B)(6) was returned and investigated. Performed visual inspection on returned reader and no issues were observed. The reader turned on when the start button was pressed. Therefore, the issue is not confirmed.

Event description:
Caller reported the adc freestyle libre 2 reader was dropped and got damaged and therefore would not power on with button press. Customer experienced a loss of consciousness and required unspecified treatment by both healthcare provider and a non-hcp for hypoglycemia. There was no report of death or permanent injury associated with this event.